Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on -01/13/2022. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed trace amounts of viscoelastic residue inside of the cartridge and the lens module. Further inspection revealed a lens was stuck inside of the cartridge and that the lens was partially overridden by the plunger rod. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. The iol presented with a detached and damaged haptic. The complaint issue device advancement issue could not be confirmed. The complaint issue haptic damaged could be confirmed; however, this may be attributed loading ovd incorrectly per the dfu shifting the lens seating in the module, suggested by the trace amounts of viscoelastic residue inside of the cartridge and the presence of residue inside of the lens module, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) device had a loading problem that led to the lens leading haptic being kinked. There was no patient contact with the product. No further information was provided.